Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2015, intra-operatively, the patient developed respiratory insufficiency secondary to sedation. Pateint was intubated for the respiratory failure and was extubated without any difficulty. Patient has marginal pulmonary reserve. The site reported this event as not related to device or procedure. The physician was able to complete the superdimension portion of the case.